Manufacturer narrative:
The field service technician has been sent for maintenance. Following works has been done during service: the technician detected an error head and no flow but rpm above 1000 triggers. The field service technician has replaced the rfc control board kit and the flow measure board for rfc. Most probable root cause could not be determined since the defective rfc control board kit is not available for further investigation. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was stared that the device had an error head when they triggers above 1000 rpm. The error happened during maintenance.